Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial report, a (B)(6) year old female passed away on (B)(6) 2018 after having an onxac 21 implanted on (B)(6) 2018. No additional information.

Manufacturer narrative:
The manufacturing records for on-x ace 21, serial number (B)(4) were reviewed and it was determined that the valve met specifications for release. The root cause is unknown. There is no information indicating what relationship, if any, the death had to the valve. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to initial report, a (B)(6) female passed away on (B)(6) 2018 after having an onxace 21 implanted on (B)(6) 2018. No additional information.